Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker was released from the catheter after having difficulties doing so. Soon after, it was noted that the device exhibited intermittent capture. It was then confirmed to have dislodged and migrated into the right lung. The device was successfully retrieved. The patient condition was stable.